Event description:
It was reported while using bd precisionglide¿ 27 g x 1/2" hypodermic needles leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material no: 305109 batch no: 8324771 . On (B)(6) 2022, study cra notified ancillare of a site complaint. While site 100 nurse was dosing patient, drug leaked out between the seal of the syringe and needle resulting in patient receiving only partial dose and requiring redispensing of drug. The impacted syringe/needle were destroyed per sop. The syringe and needle used were sponsor provided. Syringe lot #: 9086862. Needle lot#: 8324771.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 305109 and lot number 8324771. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified there are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.